Event description:
The reporter indicated high atrial lead impedance. When programmed to unipolar, the atrial lead never lost capture. The reporter states that sensing is indeterminate as there is no intrinsic atrial activity.